Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was slow to response for button push. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump received insulin flow blocked alarm. Customer also experienced low blood glucose level. Customer stated that the insulin pump had long delayed processes and slowly alarming. Customer declined for troubleshooting for insulin flow blocked alarms. The insulin pump will not be returned for analysis.